Event description:
It was reported that the bd safetyglide¿ insulin syringe scale markings were "slanted." The following information was provided by the initial reporter: "syringe dose markings are "slanted" and not horizontal as required for accurate dose administration."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0295089. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe scale markings were "slanted". The following information was provided by the initial reporter: "syringe dose markings are "slanted" and not horizontal as required for accurate dose administration."